Event description:
The patient reported the surgeon implanted a 12.6mm micl 12.6 implantable collamer lens in her left eye (os) on (B)(6) 2010. The patient reported is experiencing some eye pain and flashes of black spots that disappear (not floaters). The facility reported they have no record of a patient visit in over two years. The icl remains implanted.

Manufacturer narrative:
(B)(4) - pain, eye, (flashes of black spots), device evaluated by manufacturer? Lens implanted.evaluation:method - work order search.results - a lens work order search was performed and no similar complaints were found within the work order. Conclusions - (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined.(B)(4): lens implanted.

Manufacturer narrative:
Method: medical review. Results: per medical review - the patient participated in the 48-month icl study and reported that she was experiencing some visual disturbances ("eye pain and flashes of black spots that disappear (no floaters)"). According to the dcr, dated on (B)(6) 2014, from the facility there was no record of patient visit for the past two years. No information of any additional medical or surgical intervention performed or loss of bcva. Patient was advised to see doctor and report those symptoms. The reassessment will be performed when (if) additional information is obtained from the eye exam. Visual disturbances have been identified as potential complications after icl implantation. The optical diameter of the icl ranges from 4.9 mm to 5.8 mm and the precautions section of the dfu instructs physicians that "prior to surgery, the surgeon must provide prospective patients with a copy of the patient information booklet for this product and inform these patients of the possible benefits and complications associated with the use of this device". It further precautions that "the effect of pupil size on visual symptoms is not known". The dfu indicates the "smaller the optic diameter, the greater the incidence of subjective patient symptoms". Conclusions: based on the complaint history, work order search and the medical review, a specific root cause of the event could not be determined. (B)(4).